Manufacturer narrative:
(B)(4). According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. When the rlt261218j/15583005 was deployed below the renal artery, it migrated to distal. The physician used a balloon and tried to push it up, but could not. A competitors' stentgraft was additionally implanted at planned area. Right and left internal iliac artery were covered due to the migration. Coiling procedure was performed for both internal iliac artery. A final angiography shows there was no problem on the device. The patient tolerated the procedure. The planned area diameter of proximal was 14-16 mm. This is too small to implant the rlt261218j. In addition, the area of abdominal aorta was winding. It was reported that these factors might cause the migration. No further information was obtained.